Event description:
The ventilator was connected to a pt. The customer reports that the inspiratory pressure rose and was held at 60cm h20. The expired min vol alarm activated. The pt's blood pressure fell until the dr removed the inspiratory pt tube from the ventilator. The pt's blood pressure stabilized. The ventilator was then switched back to the original mode of ventilation and the ventilator operated normally. The customer then proceded to use the ventilator for the next case with no problems. There was no pt injury. Internal # v96117.

Manufacturer narrative:
The problem could not be verified, and operating according to specification.